Event description:
It was reported that a customer experienced an issue with incorrect time settings on their insulin pump, which was not understood at first and involved a discrepancy of more than five minutes. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for future discrepancies. The customer was also informed that while an incorrect date would not affect insulin delivery, it might impact data uploads and reports. The customer understood these instructions and acknowledged the troubleshooting guidance provided.